Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and dc power, however after the device turned on, the display shuts down within about a minute (screen blank) and 10 beeps were heard. With this condition, the device was unable to operate and unable to engage in continuous monitoring. The u21 chip was found to have a shorted input/output on the instrument board. The instrument board was replaced and the unit functioned as designed.

Event description:
It was reported that the unit shut off by itself. No known impact or consequence to patient.